Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the gpio was replaced without resolution. It was noted that 3d image acquisition capabilities could still be performed.

Event description:
A medtronic representative reported that, while performing a training on the imaging system, the wireless trackers on the system could not be observed by the navigation system. It was reported that the issue was occurring intermittently as the images could transfer between the navigation system and imaging system. There was no patient present when this issue was identified. No additional information was provided.